Manufacturer narrative:
The handpiece will not turn, due to motor and bearings corroded. Pre-temperature test could not be performed, due to seized motor. The item was repaired and tested and to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that device overheated, was noisy and not turning. There was no patient impact.